Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, mild hypercalcemia, and hyponatremia. The blood glucose reading was 459 mg/dl. The customer complained of dry mouth, headache, stomach pain, back pain, nausea, and fatigue. Leading up to the event, the customer stated that she had felt horrible, could not focus, had no appetite and experienced a migraine. The endocrinologist reported that the infusion set cannula was found to be bent upon removal. The insulin pump alarmed no delivery during the high pressure test. No further troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.